Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not exposed to high magnetic field. Th customer was assisted in clearing the alarm. The customer did not received an e70 alarm. The customer was advised that the motor error and no delivery alarm are triggered during prime. The customer stated the drive support is not damaged. The customer doesn't use the sensor feature on the pump. The customer was able to rewind. The customer was advised to return the pump with the battery and zero out he basal rates. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.